Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found a slightly discolored front panel and a faulty scope socket. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that a b30 scope communication error code was received when using the light source. The issue was found during preparation for use of an unknown procedure. There were no reports of delays or patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. Information added to the field: h6. Correction to g2, added health professional. Information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. However, it is likely that the phenomenon error code b30 is due to a communication error caused by a defective scope socket. Olympus will continue to monitor field performance for this device.